Event description:
It was reported that the patient developed an infection at the thoracic incision site.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient developed an infection at the thoracic incision site. Additional information was received that there was drainage from the thoracic incision and it was sore. The physician believed that the infection was not procedure related and patient was prescribed with an antibiotics. The patient was doing well as the wound looks better.